Event description:
It was reported that the user experienced a low blood glucose of 55 mg/dl that persisted for more than 50 minutes after announcing a meal during the hypoglycemic event, and the user subsequently treated the low with dinner and juice and returned glucose to range. Symptoms included no reported clinical symptoms. Outcomes included the need for oral glucose intake and successful resolution without escalation of care. Investigation included troubleshooting and user education regarding appropriate management of hypoglycemia, including instruction not to announce a meal during a low. Investigation of this case revealed that the cause of the hypoglycemia was unclear and that user action during the event likely contributed to its duration. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.